Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was a break in the speaker cable. The customer device speaker was replaced to resolve their issue. Based on the information available and the testing conducted, the cause of the reported problem was a break in the speaker cable. The reported problem was confirmed. Reporting institution phone #: (B)(6).

Event description:
This report is based on information provided by our philips remote service personnel. Philips received a complaint on the intellivue multi measurement server x2 indicating loudspeaker is defective. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. Good faith effort was made as it is unknown if the speaker was or was not able to produce sound at the time of the event.